Manufacturer narrative:
Please note that this complaint was also submitted to the FDA by the user facility. The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1.section e. Box 4. Initial reporter also sent report to FDA. 2.section g. Box 2. Report source.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath (6fr). During the procedure, while advancing the catrx, the physician noticed under fluoroscopy that the catrx had fractured in the common iliac artery. The catrx was removed using a snare device. The procedure was completed using a new catrx and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.